Event description:
Ous MDR - four days post implant bad sensing values were reported via home monitoring. The patient was hospitalized and the lead was repositioned. The lead remained implanted at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.